Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The reported patient effect of stenosis, as listed in the multi-link vision coronary stent system instructions for use is a known patient effect that may be associated with coronary stenting. A conclusive cause for the reported stenosis and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Attached, article, titled "sense and nonsense of bare metal stents below the knee."

Manufacturer narrative:
Dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The devices are not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional abbott stents referenced are being filed under separate medwatch report numbers. Article titled: "sense and nonsense of bare metal stents below the knee".

Event description:
It was reported through a research article identifying xience v and multi link vision stents that may be related to: restenosis and limb amputation. The article also identifies xpert stents that may be related to occlusion and limb amputation. Specific patient information is documented as unknown. Details are listed in the article, titled "sense and nonsense of bare metal stents below the knee."